Event description:
It was reported that this pacemaker system had been exhibiting high out of range right atrial (ra) lead impedance measurements above 3000 ohms for a few months. This system had exhibited high out of range ra impedances in the past. The physician intended to perform an off label magnetic resonance imaging (MRI). This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system had been exhibiting high out of range right atrial (ra) lead impedance measurements above 3000 ohms for a few months. This system had exhibited high out of range ra impedances in the past. The physician intended to perform an off label magnetic resonance imaging (MRI). This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker and ra lead were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had been exhibiting high out of range right atrial (ra) lead impedance measurements above 3000 ohms for a few months. This system had exhibited high out of range ra impedances in the past. The physician intended to perform an off label magnetic resonance imaging (MRI). This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker and ra lead were explanted. No additional adverse patient effects were reported.